Manufacturer narrative:
Based on the lot number of the product (029157), the lot numbers for the component mp-0321 (snap-on flowmeter adaptor) of the product were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. The sample is not available for evaluation; therefore, the complaint could not be confirmed. Similar complaints have been received, however, and a CAPA was opened to address the issue with the adaptor.

Event description:
The complaint is reported as: "the new aquapak adaptor does not fit properly to the flowmeter." The issue was detected prior to use on a pt.